Event description:
It was reported that the bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tube experienced confusion between nahep and lihep tubes prior to use. The following information was provided by the initial reporter: material no: 367878, batch no: unknown. Customers complains that it is difficult to distinguish between the 4ml sodium and lithium heparin tubes since the stoppers are identical. They would prefer to have some type of differentiating feature on the stopper to avoid confusion.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® lithium heparin (lh) 158 usp units blood collection tube experienced confusion between nahep and lihep tubes prior to use. The following information was provided by the initial reporter: material no. 367878 batch no. Unknown. Customers complains that it is difficult to distinguish between the 4ml sodium and lithium heparin tubes since the stoppers are identical. They would prefer to have some type of differentiating feature on the stopper to avoid confusion.